Event description:
It was reported during tka using robotic assisted instrumentation, a pin snapped within the patient. Proper surgical technique was used when inserting the pins into the tibia. First pin was place proximally and second pin distal to that. The distal pin went through the near cortex fine and proceeded to 'stop' progressing into the bone. When the surgeon attempted to back the pin out and inspect what occurred. He noticed that the pin was broken. It was noted that the patient did not have unusually dense bone nor weak bone. This event occurred at the time of placing the trackers prior to registration. There was a 30-45 minute delay in procedure. Additional skin incision and pin required. The surgeon attempted to remove the pin intra-operatively but was unable to do so as the pin anchored into posterior cortical bone. No known impact to the patient, at this time the pin remains implanted in patient. Attempts for additional information have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint:(B)(4). An investigation into this incident is currently underway. Once the investigation has been completed and the results are made available, a follow up MDR will be submitted. Fragmented pin is still in patient.

Manufacturer narrative:
The fractured screw was unable to be returned to the product surveillance team as it was discarded by the site. Post-operative x-rays were provided of the patient's knee and reviewed by a subject matter expert (sme). The sme confirmed that a small metallic fragment was retained in the knee following the operation. The lot number was reviewed for any deviations and/or anomalies in the manufacturing process that may have contributed to this reported event. No deviations or anomalies were discovered; therefore, it is not expected that the manufacturing process contributed to the reported issue. The definitive root cause could not be determined based on the information available. Potential contributing factors may include excessive force applied during insertion or removal. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.